Event description:
Complainant alleged that while monitoring a pt (age and gender unk) the staff was receiving an "ECG lead off" message on the monitor screen. There were no reported adverse effects to the pt.